Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that products were found at the distributorship to have foreign material observed inside the package, including an insect and a hair-like substance. There was no patient involvement. Attempts have been made and no further information has been provided.